Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer planned to continue using the current pump with a backup insulin delivery method until the replacement arrived.